Manufacturer narrative:
Concomitant medical products: product ID 3560022, implanted: (B)(6) 2021, product type extension. Other relevant device(s) are: product ID: 3560022. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient is in an advanced trial and when the handset connects to the ens the device displays a message that an invalid cable is connected to the ens. Prior to calling the caller indicated that they tried to switch the ens and they got the same message. The caller indicated that the handset was treating the cable like it was a j-hook. The caller indicated that the handset did not have any issue connecting to the ens. The caller indicated that the patient did take a shower with the device and they thought that may have caused the problem. The caller did indicate that they examined the ens connector and it did not appear to have any moisture in the connection. The caller did not have the option of trying to connect a second cable to the ens. The issue was not resolved through troubleshooting. The caller indicated that the patient plans to proceed with an implant and the caller may return the cable for analysis when the device is explanted. No symptoms were reported. That same day, the advanced evaluation patient reported that the device was no longer working and that someone had come by and picked everything up from them. Additional information was received from a manufacturer representative (rep) on 2021-mar-02. The rep reported that the patient had gotten their trial cable wet and it malfunctioned. The rep stated that the patient proceeded with their implant. On (B)(6) 2021, the rep reported that neither themselves nor the health care professional (hcp) had any further information regarding the issue.